Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction the customer had dropped the pump. The customer reset the pump however the malfunction alarm recurred. The customer reverted to manual injections for insulin therapy.there was no adverse impact to customer¿s blood glucose level.